Event description:
During three high tibial osteotomy (hto) cases, the physician used acumed injectable callos. All three pt's knees had to be washed out. The knees became infected and their ph levels are high. The physician indicated the callos could be an issue.